Event description:
Philips received a complaint on the defibrillator indicating that the device had damaged paddles. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. Good faith effort has indicated that no allegation was made and the case was solely created as a result of a device qualifying for a fsn. We should close this record as a non-complaint.